Event description:
Staff reported that when entered patient room found patient in arrest. There were no alarms from mp30 monitor or the central station to alert staff resulting in a delay of care. Philips - case# (B)(4) reported on (B)(6) 2019.